Event description:
Note: the date of event is unknown. It was reported to boston scientific corporation that a gold probe device was used during a hemostasis procedure (patient gender, age, and weight are unknown). According to the complainant, during the procedure, the device would not cauterize. The procedure was completed with another of the same type of device. The condition of the patient was not available.

Manufacturer narrative:
Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been received. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.

Manufacturer narrative:
(B)(4).